Event description:
The plate broke in the pt post-operatively and was removed.

Manufacturer narrative:
Additional mdrs associated with this MDR: 3025141-2013-00187, 00188, 00189, 00190, 00192, 00193, 00194, 00195, 00196, 00197, 00198.